Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or result in a high reading. To resolve the occlusion issue, the customer changed the cartridge and resumed insulin use.